Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one 19cm glidepath d/l catheter was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. Discoloration was observed to the catheter distal to the y-body. The distal end of the red luer extension leg appeared milky-white. Therefore, the investigation is confirmed for the reported catheter discoloration and identified opacification issue. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two years, four months and sixteen days post a dialysis catheter placement, the catheter was allegedly discolored. Reportedly, the catheter was removed and replaced. There was no reported patient injury.